Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) repaired power cord issue by installing a new ac power cord. Completed pm with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use. Complete pm, and safety test.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump's (iabp) power cord was missing ground pin.